Event description:
Device issue: stent dislodgement. Time of device issue: during stenting procedure. Adverse event: stent left in radial artery undeployed. It was reported that during an attempted stenting of a lesion in the renal artery, a 6f procedure sheath and 6f guiding catheter were used instead of a 7f procedural sheath and 7f guiding catheter as indicated in the IFU. The ultra sds was able to be advanced up to the lesion, but would not cross the lesion. During removal of the sds, the stent dislodged when pulling the sds through the 6f guiding catheter. The stent landed in the right radial artery where it remains. Post-dilatation was not performed. The access site was the right radial artery. It is not known how or if the lesion in the renal artery was treated. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.